Manufacturer narrative:
Blocks b5, h6 (device codes and impact codes) and h11 have been updated with the additional information received on december 16, 2024, and january 3, 2025. Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to drain 50% necrotic material during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent did not open and popped into the cyst. The stent remains implanted, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for drainage with 50% necrotic material. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted in walled-of-necrosis with >50% necrotic material. ***additional information received on december 16, 2024, and january 3, 2025*** it was reported that the axios stent was attempted to be implanted transgastrically into the pancreas. It was confirmed that the stent deployed inside the cyst, expanding shortly thereafter. No attempt was made to remove the stent as the implant was achieved but not in the intended location.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of stent positioning issue.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted in the pancreas to drain 50% necrotic material during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent did not open and popped into the cyst. The stent remains implanted, and another axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed for drainage with 50% necrotic material. However, per the axios stent and electrocautery-enhanced delivery system instructions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The axios stent is not indicated to be implanted in walled-of-necrosis with >50% necrotic material.